Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a difficulty charging the ipg. The physician confirmed that the ipg tilted. The patient underwent an ipg revision procedure.